Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tip separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the xience pro stent delivery system (sds) was going to be loaded over an unspecified guide wire when it was noticed that the distal tip had separated into two pieces. The device was not used. There was no patient involvement. A second device was loaded over the same guide wire to complete the procedure. There was no clinically significant delay in the procedure. There was no additional information.